Manufacturer narrative:
(B)(4). Batch # 710a54. Additional information was requested, and the following was obtained: contact with the sales via phone (B)(6) 2022, feedback below: 1st additional information follow up what part broke (closing trigger, firing trigger, handle, jaws, etc.)?-black protector on outside of joint splited. Did any piece break off of the device?-no. If yes, did it fall into the patient?-no. If yes, how was it retrieved?-n/a. Did this alter the procedure in any way?-n/a. Were there any issues with the jaws of the stapler (visibly damaged)?-unk. Were there any issues with the closing trigger (loose, floppy, stuck in the open or closed position)?-unk. Were there any issues with the firing trigger (loose, floppy, stuck in the open or closed position)?-unk. Were any unusual or unexpected noises heard during time of use?-unk a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before the surgery, opened the packing, noted the device was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 11/17/2022. D4: batch # 710a54. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with the joint cover damaged and with no reload present. In addition, one b-formed staple was noted inside of the knife channel. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the cut was noted to be jagged due to a damaged knife. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 710a54, and no non-conformances were identified.